Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received a shock from their device, and they indicated that the implantable cardioverter de fibrillator (ICD) "only lasted five years". The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.